Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument moved in the opposite direction on universal surgical manipulator (usm) 4, but another instrument had no problem. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed homing error 22026 and advised the customer to reinstall the vse instrument and try installing it on another usm. The customer would perform the recommended troubleshooting steps at a later time. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.